Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced severe high blood glucose and was hospitalized on an unknown date. Customer's current blood glucose was 389 mg/dl. The customer did experience any symptoms such as dizzy and chest hurt as a result of high blood glucose. Customer treated high blood glucose with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering as they got released from emergency room. The insulin pump will not be returned for analysis.